Manufacturer narrative:
Title: anatomical and clinical outcomes of vaginally assisted laparoscopic lateral suspension in comparison with laparoscopic lateral suspension. Source: clin. Exp. Obstet. Gynecol. 2021 vol. 48(4), 935-941 published: 15 august 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the outcomes of patients with stage 3-4 pelvic organ prolapse who underwent vaginally assisted laparoscopic lateral suspension and laparoscopic lateral suspension between february 2013 and march 2020. In both groups, mesh was used after being cut into a t-shape. There were 61 patients in the study and complications included: prolapserecurrence, vaginal mesh erosion and denovo stress urinary incontinence. Mesh erosion required exposed mesh excision and vaginal mucosa repair. Aggressive dissection, intensive catheterisation, poor suture techniques that disrupt the nutrition of the mesh site, improper mesh placement, and shrinkage of the mesh at the suture stage. Reoperation was required to treat stress urinary incontinence and recurrent prolapse.

Manufacturer narrative:
Title: anatomical and clinical outcomes of vaginally assisted laparoscopic lateral suspension in comparison with laparoscopic lateral suspension. Source: clin. Exp. Obstet. Gynecol. 2021 vol. 48(4), 935-941 published: 15 august 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the outcomes of patients with stage 3-4 pelvic organ prolapse who underwent vaginally assisted laparoscopic lateral suspension and laparoscopic lateral suspension between february 2013 and march 2020. In both groups, mesh was used after being cut into a t-shape. There were 61 patients in the study and complications included: prolapserecurrence, vaginal mesh erosion and denovo stress urinary incontinence. Mesh erosion required exposed mesh excision and vaginal mucosa repair. Aggressive dissection, intensive catheterisation, poor suture techniques that disrupt the nutrition of the mesh site, improper mesh placement, and shrinkage of the mesh at the suture stage. Reoperation was required to treat stress urinary incontinence and recurrent prolapse.